Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the proximal conductor and distal conductor of the lead developed a fracture due to flexing while in vivo. Visual continuity inspection was performed for the entire conductor length. Three out of six filars fractured in vivo was observed. Concomitant medical products: 419488 lead, implanted: (B)(6) 2006; 1388t lead, implanted: (B)(6) 1998. The initial reported event was received on 2016-08-23. Of note, the serious injury of infection is normally submitted via an alternative summary report that would have been submitted on 2016-10-31. Information was subsequently received on 2016-10-19 and revealed an out of specification analysis. This event no longer qualifies for summary reporting and is therefore being submitted as a bimonthly timeframe regulatory report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection occurred. The implantable cardioverter defibrillator (ICD) system was explanted. The leads were returned, analyzed and tested out of specification. A temporary pacing system was utilized and replaced later replaced with a permanent system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.